Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. The actual device involved was returned and is currently in transit to the investigation site.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. No incident related medical sequela was reported.